Event description:
Procedure: low anterior resection. According to the reporter: prior to the first fire, firing stopped in the middle of firing. Surgeon returned its knife with a silver button, but tissue was resected a little. Surgeon restarted the resection, but the device worked slower and then firing was stopped. A new I-drive and a new egia60amt were opened to continue the procedure. Although a new I-drive and a new egia60amt were used to resect the tissue, the device was working slower and firing was stopped again. A manual handle was used to correct the problem. Surgeon thought that the tissue seemed stiff. The surgery time was extended by more than 30 min. The incision was extended by more than one inch. There was tissue damage. No device fragment fell into the patient and there was no unanticipated blood loss of 500cc or more. No reinforcement material was used.

Manufacturer narrative:
(B)(4).